Event description:
It was reported patient had a single coil right ventricular lead and an epicardial patch. Device alarmed and carelink transmission showed both the svc and right ventricular coils measured impedances >200 ohms. It was further reported the patient had problems with the device in past including t-wave oversensing requiring the lead to be moved. Health care provider reported the patient is refusing to come into the hospital for further investigation until the end of (B)(6) 2010. Patient and the physician are both aware the device most probably will not function if required to treat ventricular fibrillation. On (B)(6) 2010, the device was explanted and the lead and patch were tested.the right ventricular patch was tested through psa cables as an unipolar circuit. Impedance measurements were >4000 ohms. Device was explanted and replaced.the patch was capped and the existing right ventricular lead was reattached to the device. No patient complications were reported as a result of this event.

Event description:
It was reported the patient had a single coil right ventricular lead and an epicardial patch. The device alarmed and carelink transmission showed both the svc and right ventricular coils measured impedances >200 ohms. It was further reported the patient had problems with the device in past including t-wave oversensing requiring the lead to be moved. The heath care provider reported the patient is refusing to come into the hospital for further investigation until the (B) (6) 2010. The patient and the physician are both aware, the device most probably will not function if required to treat ventricular fibrillation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.